Event description:
During laparoscopic cholecystectomy, when the physician would try to remove the stryker flow, the trocar would also pull out of the patient's abdomen and the physician would have to reintroduce the trocar into the patient. The stryker flow would bind/stick with the 5mm bladeless trocar. No patient harm.